Event description:
While at the dentist office, rptr had a reaction when the dentist put his latex glove in her mouth. Within seconds, her throat started swelling and her face was itchy, red and a little swollen. She took benadryl, then went to the ER where they gave her an epi-pen and solumedrol.